Event description:
During a laparoscopic gastric bypass procedure, staples formed at the proximal and distal portions of the load but not in the middle. Surgeon repaired with intracorporeal suturing. Procedure completed using a like instrument. No pt consequence.